Manufacturer narrative:
Results: the lantern was fractured approximately 13.0 cm from the hub. The lantern was kinked approximately 10.5 cm from the hub. Conclusions: evaluation of the returned lantern revealed a kinked device. The reported tortuous anatomy may have contributed to difficulty advancing the device. If the catheter is forcefully manipulated against resistance, the device may become kinked. Further evaluation revealed a fracture on the device. This fracture was not identified in the reported complaint; therefore, this damage was likely incidental to the reported failure and occurred post-procedure. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the lantern became kinked as the physician attempted to advance it into the target location and, therefore, the lantern was removed. It was reported that the patient had tortuous anatomy. The procedure was completed using a new lantern and guidewire. There was no report of an adverse effect to the patient.